Event description:
It was reported that the patient underwent an explant procedure to remove the spacer. The physician proceeded with a laminectomy and fusion. The patient was being treated for lumbar stenosis with neurogenic claudication. The procedure was completed successfully.

Event description:
It was reported that the patient underwent an explant procedure to remove the spacer. The physician proceeded with a laminectomy and fusion. The patient was being treated for lumbar stenosis with neurogenic claudication. The procedure was completed successfully.